Manufacturer narrative:
Block e1: initial reporter address 1 is (B)(6). Reported here as address exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the left upper lobe of bronchus during a bronchoscopic balloon dilatation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, the balloon suddenly burst during dilation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.